Manufacturer narrative:
No button error alarm or battery alarm or display anomaly was noted. However, the insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display corner and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. It was reported that the insulin pump has an unresponsive keypad. Customer found that customer's blood glucose reading was 486 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.